Event description:
Angioplasty balloon burst at an atmospheric pressure of 15 (rated for pressure of 25). Dissection of saphenous vein graft to obtuse marginal. Stent placement prevented further vessel compromise.